Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi-torque progress 140t guide wire mentioned is being filed under a separate manufacturer report number. (B)(4). It was indicated that the device will not be returning, therefore a failure analysis of the complaint device could not be completed. However, a review of the lot history record revealed no non-conformances with the reported lot that would have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with repeated chest pain and was subsequently admitted to the hospital. An angiogram revealed a chronic total occlusion in the mid right coronary artery (rca). A hi-torque (ht) progress 80 guide wire was advanced against resistance toward the heavily calcified, 100% stenosed lesion in the rca, but was unable to cross the lesion due to heavy lesion calcification. During repeated attempts to cross the lesion, the proximal end of the ht progress guide wire became kinked and separated into two pieces at the kink site (outside of the patient anatomy). The remaining distal portion of the separated guide wire was removed with difficulty. An ht progress 140t guide wire was then advanced toward the same lesion, but was also unable to cross the lesion. After another failed attempt to cross the lesion with the ht progress 140t, treatment of the lesion was aborted and the patient was referred to undergo medical management via medication prescription. While the failure to cross reportedly caused a clinically significant delay in completing the procedure, there were no adverse patient effects. No additional information was provided.